Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with no delivery alarm. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 600mg/dl, and as low as 68mg/dl. The customer treated the high with manual injections and grape juice for the lows. The customer states they have had bent cannulas. The customer states the alarm was resolved by infusion and reservoir change. The customer declined to troubleshoot for cannula and blood glucose levels. The customer was advised to monitor the device.